Event description:
This patient is a (B)(6) year-old male with past medical history significant for severe aortic stenosis undergoing transcatheter aortic valve replacement (tavr) evaluation and presented to the hospital for elective left heart catheterization (lhc). Impella placed prior to attempted percutaneous coronary intervention (pci) to distal left main (lm). Patient became hypotensive with concern for perforation of left ventricle (lv) and therefore patient had emergent pericardiocentesis. Cardiothoracic surgery (cts) then performed a pericardial window. Patient was stabilized and transferred to cardiovascular intensive care unit (cvicu).